Event description:
Pt reported obtaining back-to-back results of "hi" (>600 mg/dl) and 211 mg/dl on the aviva sys. Pt noted that, at the time the results were obtained, she was not exhibiting symptoms of hyperglycemia. Pt did not modify therapy based on these results. Pt stated that insulin dosage was based on anticipated carbohydrate consumption. No pt injury was reported and no treatment was rec'd. Pt did not provide the location where the discrepant results were obtained. Quality control testing had not been performed on the aviva system. Technical support requested the return of the suspect prod and replacement prod was shipped.